Manufacturer narrative:
Tech found the battery leds were on, battery showed fully charged, but back up was not functioning. Replaced battery to resolve this issue.

Event description:
Complaint alleged that the battery backup was not functioning.